Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient went to the bathroom to change their depends and noticed that they had bleeding from the incision site and that it was so much bleeding that it bled through the bandages. The patient was concerned that the device could get wet from the bleeding and that the stimulation from the device was not working properly, that stimulation would only work when the patient touched the controller. When the patient left the hospital they were set at 4 and when the patient went to adjust it they discovered that stimulation had increased to 5 without the patient adjusting. A follow-up with the patient determined that the bleeding had resolved and the patient was confused about the controller, but the functionality was explained to the patient. The patient reported that the bandage keeps wanting to come off and their healthcare provider (hcp) instructed the patient to re-tape the bandage. Additionally, the patient reported that they were sweating a lot because they have a uti and were taking antibiotics. A later call indicated that the patient felt nauseous the day prior to the call, but did not vomit. The patient was very itchy and felt like they had a yeast infection and was on antibiotics. Follow-up determined that the patient was having pain in their lower back when they laid down and could not stand movement in the car. The patient was advised to decrease stimulation when this issue happens. Additionally the patient indicated that the tape was itchy and was had an aneurysm on their spleen which may need surgery prior to proceeding with implant. A final call from the patient indicated that the patient was not feeling well, had nausea, chills, fever, vomiting, and does not have an appetite. The patient reported that they still had a uti and cannot wait to get the leads removed because the leads were uncomfortable. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.